Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (misc ortho surgical instr), part number 03.010.365, lot number 8369054. The subject device was returned with the complaint condition stating that the awl tip was separated from the t-handle. A corner piece on the seat bore for the t-handle bar broke off; the broken off portion is available. The fracture surface is homogenous what indicates material conformity. The t-handle shows marks of hammering and was bent in multiple directions. The screw on the t-handle bar is missing. The investigation of the awl revealed subjected to inadequate and forcible use. It was concluded that, mishandling is the root cause of this complaint condition. The valid surgical technique for expert a2fn nails describes the following precaution for the alternative technique to open the medullary canal with awl: place the cannulated awl over the guide wire and open the medullary canal. Use a twisting motion to advance the awl to a depth of approximately 5 cm. Refrain from hammering on the awl or applying excessive force. The device history review shows that the instrument met fully to our specifications at the time of manufacturing and distributing in april 2013 and there were no issues that would contribute to this complaint condition. Based on the investigation findings, it was concluded that the device broke because of not following the surgical technique and application of excessive force and no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient information: (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was completed for part 03.010.365 lot: 8369054: manufacturing location: (B)(4), manufacturing date: 30 april 2013: no non-conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a pertrochanteric fracture of femur surgery performed on (B)(6) 2016, an awl handle broke off from the shaft of the awl. Surgeon used an expert asian femoral nail (a2fn) system to treat the fracture. An awl was used to create entry point for inserting the a2fn nail. Surgeon used hammer to hammer in the awl and it got deeply inserted from the greater trochanteric femur of patient and could not be removed easily. Surgeon used twist motion to remove the awl but to no avail. The hammer was used as well but failed. In the end the awl handle broke off from the shaft of the awl. Surgery was prolonged by 90 minutes. The condition of the patient was stable immediately after the event. Fragments were generated; major part of the fragment was removed but not sure about the tiny fragments. Extra saline was used to clean the open area. The procedure was completed successfully by hammer/drilling/pulling manually. Concomitant devices reported as: hammer (part: unknown, lot: unknown, quantity: 1, expert¿ a2fn, nail, (part # 04.009.353s / lot # 9463121, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.